Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Resection of ovarian tumor from a (B)(6) pt. - "the laparoscopic surgeon, dr (B)(6) while performing a resection of ovarian tumor from a (B)(6) pt with name initials (B)(6), reported that the trocar failed due to pneumo escape. The trocar was subsequently changed and later, during the procedure is evidenced that septum's transparent seal is in the pt's body, being identified located and removed from the pt." Pt status: "stable recovery".